Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5460, lot # fm106380, description: std mitch trh cup size 54/60, manufacturer: depuy. Cat # mmh-9988-1854, lot # fm090974, description: mitch trh mod head size 54+8, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
A letter received from pt indicating a high levels of chromium and cobalt chrome in the system after a right total hip replacement.